Manufacturer narrative:
Correction to initial report date mfg rec should have been reported as 2017-10-19 .if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator sparks. There was no patient involvement.